Event description:
It was reported that (1) mcl20 device was used during a radical prostatectomy procedure. It was reported by the rep that the surgeon used the mcl20 often in his urology case. It was reported by rep that in 1999 the surgeon had one case in which he used the mcl20 and the clip applier stopped functioning properly halfway through the case. The or staff said that clips would sometimes fall out of the applier and at other times would not come out at all. It was unknown how the case was completed and there was no consequence to the pt.